Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and verified that it would not autofill. The stm found that during the pressure regulator test, the pressure was below specification. The stm attempted to adjust the regulator, but that did not resolve the issue. Subsequently, the stm ordered and replaced the scroll compressor, using the bracket from the bad compressor to the new one. The stm reassembled and completed calibration test and adjusted the regulators to factory specification. The iabp was put to run on a trainer and test balloon for approximately 45 minutes and worked fine. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that during startup of the cardiosave intra-aortic balloon pump (iabp), it did not autofill and "autofill failure" alarm was displayed. The customer replaced the balloon catheter and the same alarm sounded. The iabp was then switched for another cardiosave and the same issue occurred. Customer sent both iabps to biomed for repair. The patient was then placed on another non-getinge device for support. No adverse event was reported.